Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone15.4 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026 and eventually admitted into the intensive care unit (ICU). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. When the patient removed the pod from the infusion site (leg), they discovered the cannula had completely missed the patient¿s leg and went straight up, bending against the skin, instead of inserting properly. Symptoms reported include stomach discomfort, nausea and vomiting. The patient was treated with an intravenous insulin drip. The patient was still admitted at the time of this report.